Event description:
It was reported that on (B)(6) 2022, a 28mm amplatzer amulet left atrial appendage occluder was successfully implanted. No intraprocedural adverse events were reported. The patient was discharged on (B)(6) 2022. On (B)(6) 2022, the patient experienced chest pain. On (B)(6) 2022, the patient was transported to the hospital via emergency medical services (ems) for weakness, difficulty breathing, and nausea. En route, the patient went into cardiac arrest. Paramedics performed cardiopulmonary resuscitation (CPR) for 20-25 minutes until a heartbeat returned. The patient was emergently taken to the catheter lab to remove the buildup of blood and fluid in his heart. During this intervention, a catheter caused a hole in the patient's heart. The patient was taken to surgery to resolve the issue. Following the surgery, the patient was admitted to the intensive care unit (ICU) on a breathing ventilator and multiple medications. The patient had hypotension which was affecting liver and kidney function. The patient was placed on continuous renal replacement therapy (crrt) and given total parenteral nutrition (tpn) for a week, as well as continuing the ventilator and multiple medications. The patient then developed a fever, and multiple antibiotics and antifungal medications were administered. On (B)(6) 2022, the patient's medications were discontinued, and the patient was removed from the ventilator and passed away. Of note, prior to this event, the patient previously had watchman device implanted. The patient had a second ablation to treat recurring atrial fibrillation on (B)(6) 2022, one day before the implant of the 28mm amulet occluder. This event is being conservatively reported as relationship of the amulet occluder to the death is uncertain.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of chest pain, weakness, difficulty breathing, nausea, cardiac arrest, pericardial effusion, cardiac tamponade and patient death was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. H6. Health effect - clinical code - 1930 unspecified infection code removed.

Event description:
Subsequent to the previously filed report, additional information was received that during the procedure on (B)(6) 2022, the first transseptal puncture was in the mid-inter-atrial septum on the bicaval echocardiogram view and was not in the optimal position. A second transseptal puncture was performed more inferior without complications. No additional information was provided. This event is being conservatively reported as relationship of the amulet occluder to the death is uncertain.